Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) press(ure) is not coming. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8,d9,g1, g3, g6,h2,h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked and found that the arterial pressure not coming, further checked and found that interface transducer cable is defective. Its need to be replace. On 29/10/2024 - battery is not charging. Checked and found battery indicator not glowing. During checking found 10 amps battery fuse on the p/s was blown. Replaced the new fuse in place of defective fuse. Now check the machine found working ok. In future if we receive any other repair information will reopen and update the investigation.